Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-two unopened samples of product code v1059h were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the complaint sample was not received for evaluation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device v1059h; qjbczzq0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the issue of suture pull off occurred in 6 different procedures or did it occurred 6 times during the same procedure? Six (6) different procedures : (B)(4). Event date? (If multiple events, please provide date for each event) unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number provided is invalid. Please provide the correct lot #. (Additional information requested is for all six (6) files: (B)(4).

Event description:
It was reported that an animal underwent a c-section procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. Additional information was requested.